Event description:
One pt with discrepant glucose results, initial result 5 mg/dl, repeat 211 mg/dl. Erroneous result was not reported. Field service rep determined root cause to be a hole in the sr1 probe on reagent transfer arm 1 and replaced the probe. Performance tests were performed which were within specification.